Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable ise indirect gen.2 sodium and chloride results for 10 patient samples. Of the data provided, only some of the results for nine of the patient samples were discrepant. The erroneous results were not reported outside of the laboratory. There was no allegation of an adverse event. The electrode lot numbers and expiration dates were requested but were not provided. All qc results were in the acceptable range. No problems were found with any other assays or samples. The field service representative found a bubble in the ise reference tubing. He cleaned the sipper probe and a valve, replaced the ise reference filter, tightening tubing, performed an ise check and precision check. Calibration and qc were performed. The customer confirmed the issue was resolved after the service visit. The investigation was unable to find a definitive root cause.